Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.2, lab: 2.8. Venous blood draw done within one hour of capillary draw. No heparin, lovenox. No cancer, anemia, aps, lupus. No recent abx. No changes in medications. Slight change in eating habits. No amiodarone.

Manufacturer narrative:
Investigation pending.